Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation done on same day". The patient's medical history included menses irregular, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergic reaction to antibiotics, wisdom teeth removal and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and ibuprofen. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), bacterial vaginosis ("chronic bacterial vaginosis"), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), dizziness ("dizziness"), vertigo ("vertigo"), paraesthesia ("tingling in hands and fingers"), anxiety ("increased anxiety"), insomnia ("insomnia,"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), palpitations ("heart palpitations"), tachycardia ("tachycardia"), fatigue ("fatigue"), food allergy ("food sensitivities") and noninfective gingivitis ("inflamed gums") and was found to have blood testosterone decreased ("high estrogen/low testosterone") and blood oestrogen increased ("high estrogen/low testosterone"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, bacterial vaginosis, loss of libido, blood testosterone decreased, blood oestrogen increased, feeling abnormal, memory impairment, dizziness, vertigo, paraesthesia, anxiety, insomnia, vitamin d deficiency, vitamin b12 deficiency, palpitations, tachycardia, fatigue, food allergy and noninfective gingivitis outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, bacterial vaginosis, blood oestrogen increased, blood testosterone decreased, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, food allergy, genital haemorrhage, infection, insomnia, loss of libido, memory impairment, neuromyopathy, noninfective gingivitis, palpitations, paraesthesia, pelvic pain, tachycardia, urinary tract disorder, vertigo, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menses, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergy list: erythromycin, wisdom teeth extraction, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, loss of libido, fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation done on same day". The patient's medical history included menses irregular, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergic reaction to antibiotics, wisdom teeth removal and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), bacterial vaginosis ("chronic bacterial vaginosis"), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), dizziness ("dizziness"), vertigo ("vertigo"), paraesthesia ("tingling in hands and fingers"), anxiety ("increased anxiety"), insomnia ("insomnia,"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), palpitations ("heart palpitations"), tachycardia ("tachycardia"), fatigue ("fatigue"), food allergy ("food sensitivities"), noninfective gingivitis ("inflamed gums"), arthralgia ("hip pain") and flatulence ("gas") and was found to have blood testosterone decreased ("high estrogen/low testosterone") and blood oestrogen increased ("high estrogen/low testosterone"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, bacterial vaginosis, loss of libido, blood testosterone decreased, blood oestrogen increased, feeling abnormal, memory impairment, dizziness, vertigo, paraesthesia, anxiety, insomnia, vitamin d deficiency, vitamin b12 deficiency, palpitations, tachycardia, fatigue, food allergy, noninfective gingivitis, arthralgia and flatulence outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, blood oestrogen increased, blood testosterone decreased, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, food allergy, genital haemorrhage, infection, insomnia, loss of libido, memory impairment, neuromyopathy, noninfective gingivitis, palpitations, paraesthesia, pelvic pain, tachycardia, urinary tract disorder, vertigo, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menses, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergy list: erythromycin, wisdom teeth extraction, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, loss of libido, fatigue lot number: 786879, manufacturing date: 2010-09, expiration date:2013-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation done on same day". The patient's medical history included menses irregular, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergic reaction to antibiotics, wisdom teeth removal and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and ibuprofen. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), bacterial vaginosis ("chronic bacterial vaginosis"), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), dizziness ("dizziness"), vertigo ("vertigo"), paraesthesia ("tingling in hands and fingers"), anxiety ("increased anxiety"), insomnia ("insomnia,"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), palpitations ("heart palpitations"), tachycardia ("tachycardia"), fatigue ("fatigue"), food allergy ("food sensitivities") and noninfective gingivitis ("inflamed gums") and was found to have blood testosterone decreased ("high estrogen/low testosterone") and blood oestrogen increased ("high estrogen/low testosterone"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, bacterial vaginosis, loss of libido, blood testosterone decreased, blood oestrogen increased, feeling abnormal, memory impairment, dizziness, vertigo, paraesthesia, anxiety, insomnia, vitamin d deficiency, vitamin b12 deficiency, palpitations, tachycardia, fatigue, food allergy and noninfective gingivitis outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, bacterial vaginosis, blood oestrogen increased, blood testosterone decreased, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, food allergy, genital haemorrhage, infection, insomnia, loss of libido, memory impairment, neuromyopathy, noninfective gingivitis, palpitations, paraesthesia, pelvic pain, tachycardia, urinary tract disorder, vertigo, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menses, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergy list: erythromycin, wisdom teeth extraction, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, loss of libido, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation done on same day". The patient's medical history included menses irregular, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergic reaction to antibiotics, wisdom teeth removal and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and ibuprofen. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), bacterial vaginosis ("chronic bacterial vaginosis"), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), dizziness ("dizziness"), vertigo ("vertigo"), paraesthesia ("tingling in hands and fingers"), anxiety ("increased anxiety"), insomnia ("insomnia,"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), palpitations ("heart palpitations"), tachycardia ("tachycardia"), fatigue ("fatigue"), food allergy ("food sensitivities"), noninfective gingivitis ("inflamed gums"), arthralgia ("hip pain") and flatulence ("gas") and was found to have blood testosterone decreased ("high estrogen/low testosterone") and blood oestrogen increased ("high estrogen/low testosterone"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, bacterial vaginosis, loss of libido, blood testosterone decreased, blood oestrogen increased, feeling abnormal, memory impairment, dizziness, vertigo, paraesthesia, anxiety, insomnia, vitamin d deficiency, vitamin b12 deficiency, palpitations, tachycardia, fatigue, food allergy, noninfective gingivitis, arthralgia and flatulence outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, blood oestrogen increased, blood testosterone decreased, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, food allergy, genital haemorrhage, infection, insomnia, loss of libido, memory impairment, neuromyopathy, noninfective gingivitis, palpitations, paraesthesia, pelvic pain, tachycardia, urinary tract disorder, vertigo, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menses, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergy list: erythromycin, wisdom teeth extraction, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, loss of libido, fatigue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: social media received. New event hip pain, gas was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and endometrial ablation done on same day". The patient's medical history included menses irregular, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergic reaction to antibiotics, wisdom teeth removal and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), bacterial vaginosis ("chronic bacterial vaginosis"), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), dizziness ("dizziness"), vertigo ("vertigo"), paraesthesia ("tingling in hands and fingers"), anxiety ("increased anxiety"), insomnia ("insomnia,"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), palpitations ("heart palpitations"), tachycardia ("tachycardia"), fatigue ("fatigue"), food allergy ("food sensitivities"), noninfective gingivitis ("inflamed gums"), arthralgia ("hip pain") and flatulence ("gas") and was found to have blood testosterone decreased ("high estrogen/low testosterone") and blood oestrogen increased ("high estrogen/low testosterone"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, bacterial vaginosis, loss of libido, blood testosterone decreased, blood oestrogen increased, feeling abnormal, memory impairment, dizziness, vertigo, paraesthesia, anxiety, insomnia, vitamin d deficiency, vitamin b12 deficiency, palpitations, tachycardia, fatigue, food allergy, noninfective gingivitis, arthralgia and flatulence outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, blood oestrogen increased, blood testosterone decreased, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, food allergy, genital haemorrhage, infection, insomnia, loss of libido, memory impairment, neuromyopathy, noninfective gingivitis, palpitations, paraesthesia, pelvic pain, tachycardia, urinary tract disorder, vertigo, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menses, vaginal dryness, urinary incontinence, vaginal discharge, joint pain, endometrial ablation, dysmenorrhea, allergy list: erythromycin, wisdom teeth extraction, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, loss of libido, fatigue most recent follow-up information incorporated above includes: on 29-jun-2020: mr received : reporter added, lot number added, patient demographic added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.